Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed to produce correctly shaped clips. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.